Event description:
It was reported that there was noise noted during atrial tachycardia episode and the right atrial (ra) lead pacing impedance was high but within range at 1577 ohms. Review found some acute increases in the ra impedance over past year. It was noted that the device was programmed to only pace in the ventricle, but atrial sensing was programmed on. Boston scientific technical services discussed programming options. Remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).